Event description:
Sheath was inserted and blood continued to exit the sheath. The sheath did not block blood flow, the one way valve would not work at all. A new sheath was dropped on the field the defective sheath was removed and the new sheath was inserted into its place.